Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and calcified mid right coronary artery (rca). The lesion was predilated with a 1.5x15mm non bsc balloon and then a 2.50x32mm taxus liberte stent was advanced to the rca but was unable to cross the lesion. The device was removed from the patient and it was noticed that the edge of the stent was bent. The procedure was successfully completed with a different device and the lesion was postdilated with a non bsc balloon. No patient complications were reported with the patient's current condition listed as good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)